Event description:
Customer called to report pod that did not insert. She didn't realize it hadn't inserted but her bg's went to upper 200's and then she programmed a bolus and the level kept going up. So she removed pod and that's when she noticed that the cannula did not insert. No further problems reported. The device is being returned for evaluation.

Manufacturer narrative:
The device involved in the reported incident was evaluated for defects. The evaluation confirmed that the needle mechanism had not activated due to a MFR defect. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.